Event description:
Patient underwent cataract surgery in 2000 and implantation of a staar model aq-2010v intraocular lens in the right eye. The lens was not loaded into the cartridge/injector correctly and the surgeon noticed upon insertion that the capsular bag was torn. An anterior vitrectomy was performed and an anterior chamber lens was implanted in the sulcus. Preop va was 20/200 and intraocular pressure was 9mmhg. Four-week postop visual acuity was 20/200 and pressure was 12mmhg. Prognosis is "the patient is stable and has improved." Pt is to return for routine postop follow up.